Event description:
Paramedics responded to a person, condition unk. The pt was connected to the device with ECG leads and disposable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter, the device would not start pacing when the pacing start/stop button was pressed. CPR was administered and the pt transported to the hospital. During transport, pacing was again attempted and the device operated properly. Pt outcome is unk.